Event description:
Meter was reported to give inaccurate low readings. The meter gave the same result of '0' twice. Patient did not have any symptoms, however had some orange juice following these readings. The paramedics were called and their meter read 133 mg/dl. No treatment was given. No further clinical information provided.